Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced inaccurate sensor values during several hours, starting around 06:00pm. The day of the event the patient self-treated with carbs, an no blood glucose reading was taken. The patient experienced feeling hyperglycemic and was feeling sick and had a dry mouth. No cgm reading was reported, but the patient measured their ketones which were 2.3 mmol/l. The patient was then brought to the emergency room by relatives, where she arrived around midnight on the same day as the inaccuracy. When a fingerstick was taken at the hospital, the cgm was reading low, and the blood glucose reading was 40.0 mmol/l. The patient was treated with intravenous saline and insulin and was discharged after spending around 16 to 18 hours at the hospital. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid when the patient arrived at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information about the event details were provided on (B)(6) 2024. On the evening of (B)(6) 2024, the patient had low blood sugar and the pump/sensor alerted for this. She then, as usual, ate carbohydrates to raise her blood sugar level. The pump alarmed again a while later and she ate more carbohydrates without the sugar level rising according to the glucose sensor. After a couple of hours, the patient understood that something was not right and then measured ketones, which were 2.3 mmol/l. She then went to the hospital, where the blood sugar level was measured at 40.0 mmol/l, which is very high. It was reported that this patient was pregnant at the time of the event. The insulin pump treated the patient as having low blood sugar by shutting off insulin delivery, which was correct at first. When the patient then ate a large amount of carbohydrates to reverse the hypoglycemia, she did not receive any insulin for this as the pump acted as if it were low blood sugar because that was the information the pump received from the sensor. No additional patient or event information is available.